Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported a communication failure error message and the system shut down. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.